Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review on an episode of this implantable cardioverter defibrillator (ICD) revealed that therapy was exhausted. A boston scientific technical services (ts) discussed that the episode looked like a sinus morphology with fast conduction and provided possible programming options. Additional information received indicated that patient's medication was adjusted and re-programming was done. This ICD remains in service. No adverse patient effects were reported.